Event description:
It was reported that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead. It was noted that the patient was recently implanted with an additional concomitant device. Technical services (ts) was called fora consult review of the presenting electrogram (egm). Upon review, the presenting egm showed there to be 3.5 seconds of asystole that appeared to have been caused by oversensed myopotential noise. The health care professional (hcp) stated that the noise was reproduced in the clinic. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. At this time this crt-d and rv lead remain in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Based on the available information, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use. As no further information concerning this report is expected, our investigation is complete. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead. It was noted that the patient was recently implanted with an additional concomitant device. Technical services (ts) was called fora consult review of the presenting electrogram (egm). Upon review, the presenting egm showed there to be 3.5 seconds of asystole that appeared to have been caused by oversensed myopotential noise. The health care professional (hcp) stated that the noise was reproduced in the clinic. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. At this time this crt-d and rv lead remain in service.